Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during setup for a procedure, the screen was jumping from software to software. The surgeon was able to proceed with surgery.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm the reported event. The company service representative determined that the system functioned as intended, and the only time that the settings changed was when a new surgeon was selected on the system. The system was then tested and met all product specifications. The system was manufactured on october 22, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).